Event description:
A customer contacted beckman coulter inc. (Bec) stating that while troubleshooting a 60 psi (pounds per square inch) error on their coulter®lh 500 hematology analyzer, the operator opened the front panel and observed dried blood encrusted around the instrument needle. There is a risk management plan in place at the facility. The operator was wearing a lab coat, gloves and goggles at the time of the incident. No injury or exposure was reported and there was no affect to patient samples with regard to this event since the operator was performing troubleshooting procedures.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed the evidence of a leak from around the needle but could not confirm exactly where it originated. Fse determined a new compressor was needed and ordered a compressor and installed the new compressor and dryer assembly on (B)(4) 2012. No further leaking has been reported. Fse also stated it appeared to be a clenz leak and not blood. The root cause of the leak is likely attributed to the compressor failure. (B)(4).